Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported that the patient did not lose therapy. The patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator message appeared for the ipg. As a result, the patient may undergo surgical intervention to address the issue.